Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no reported impact to the customer's blood glucose levels. The customer declined to provide additional information.